Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone resulting in pt receiving less medication than intended. On an unspecified date and time, the device was programmed in the continuous only mode, to deliver 9gm of an unspecified antibiotic, for a duration of 24 hrs. No further programming parameters were provided. At an unspecified time, the delivery was started. On (B) (6) 2010 at an unspecified time, the homecare nurse went to the pt's home to start a new container of the antibiotic. At that time, the nurse reported the device was not infusing and the display was black. No audible alarm tone was reported by the pt prior to the power loss. The customer reported the pt had received more than 50% of the medication. The customer contact stated the nurse replaced the batteries; however, the device would not power on. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).